Event description:
Boston scientific received information that one day post implant this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms. A revision procedure was performed and the high voltage terminal pins were removed and reconnected. The shocking impedance measurements returned to normal range. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.